Event description:
It was reported that a patient underwent a transcatheter heart valve procedure for a failed valve-in-valve non-medtronic 25 millimeter valve. The patient had a horizontal aorta, large body habitus, and peripheral vascular disease. The procedure involved left carotid cutdown, insertion of a balloon-tipped temporary transvenous ventricular pacemaker (ttvp), pre-dilatation with a 23 millimeter non-medtronic balloon, and use of a 14fr dcs through a 14fr non-medtronic sheath over a medtronic guidewire. The valve was deployed to 80% and was deemed too deep. The ttvp was not capturing and was repositioned. The valve was fully recaptured. The valve was deployed again too shallow on the non-coronary cusp (ncc) and too deep on the left coronary cusp (lcc). The ttvp was still having capture issues and was repositioned. The valve was fully recaptured again. The valve was positioned a third time and at 80% deployment, the valve was at 1-2 mm on the ncc side of the frame, however was indented inwards and less canted. The valve dislodged into the ascending aorta while checking the valve in different views. The valve was fully recaptured and the ttvp was again repositioned due to capture issues. The valve was deployed a fourth time to 80% and was very canted and deep on the lcc. The ttvp was still having capture issues and it was attempted to reposition the ttvp however was unsuccessful. The balloon tip for the ttvp was switched to a stiff tip which led to better consistent capture. Forward pressure was applied on the medtronic guidewire and a cine was used instead of fluoroscopy for 20-80% deployment. A fifth and final deployment attempt was made at a depth of 3 mm on the ncc and 6 mm on the lcc side of the surgical valve. No paravalvular leak (pvl) or aortic insufficiency was observed with good flow to coronaries. It was reported that contributing factors for the multiple valve recaptures were the large body habitus, making it difficult to see the position of the valve and the ttvp dislodging during valve deployment likely due to tricuspid regurgitation and horizontal aorta.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2025; explant date; product ID: l-evolutfx-2329 (lot: 0012697483); product type: 0195-heart valves; implant date; explant date. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.